Manufacturer narrative:
(B)(4). The stent implant was returned for evaluation. The reported deployment issue could not be tested as the delivery system was not returned. Based on visual analysis of the returned stent implant, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no similar incidents reported from this lot. The investigation determined that a conclusive cause for the reported deployment difficulty could not be determined. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture, or labeling of the device.

Manufacturer narrative:
T(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the superficial femoral artery (sfa). After atherectomy was performed, pre-dilatation was performed with a 5.0x100mm unspecified balloon dilatation catheter (bdc). The 5.5mmx150mmx120cm supera self-expanding stent system (sess) was advanced to the target lesion without issue. During deployment, only the distal portion of the stent implant could be deployed; thus the sess was removed without issue. There was no issue noted with the handle or locks. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Balloon angioplasty was used to successfully complete the procedure. There was no additional information provided.